Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause was unknown. The patient was treated with an unspecified antibiotics. Three days after hospitalization, the patient was discharged. Four days after discharge, the patient was readmitted for the same event with another indication. Five days later, the patient was discharged from the hospital. At the time of this report, antibiotics treatment was completed and the patient had recovered from the event. Pd therapy was ongoing. Additional information is not available.